Event description:
Heartware left ventricular assist device (lvad) patient with history of transient ischemic attack (tia) and cerebrovascular accident (cva) one month prior, now presents with lvad hemolysis and alteration in device performance (high watt alarms, abnormal waveforms). Manufacturer response for left ventricular assist device, heartware left ventricular assist system (per site reporter). Manufacturer endorses rise in power observed in waveform analysis.